Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) reached 180 mg/dl.

Manufacturer narrative:
The device was returned not deployed. The data showed that the first priming sequence ended at pulse 21 and deactivation occurred at pulse 31. A rotational sensor error was observed in the download data. The device did not run enough pulses during the priming sequence prior to deactivation to deploy the needle mechanism. The device was reset, connected to a pdm, and delivered a 5-unit bolus. Rotational sensor errors were observed in the reset data. Under magnification, damage was found on the commutator cap which indicates a discontinuity between the cap and the rotational sensor springs. The damage on commutator cap caused a rotational sensor malfunction which resulted in the device not deploying at the end other priming sequence.